Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the complaint for not custom-fit bone out grafts has been forwarded to the responsible product manager from css development. Investigation on documentation for material and manufacturing shows that the patient specific custom-made items has been produced under specification. Failure in material or manufacturing could not be detected. Imaging based on CT or mrt from inserted implant and bone out grafts could not be provided. Without those documentation a detailed investigation and final evaluation of the complaint is unfortunately not performable. Referring to available documentation the implant as well as the custom built bone out grafts remained in situ. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgery, the sawn out grafts from the fibula did not fit in the finished plate. During adjusting to the plate there was a gap on the dorsal side. The surgical technique is known and has been respected. During the surgery the implant was matched so they were usable and implanted. The implants remain in the body. A 10 prolongation of the surgery was the result. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.